Event description:
Voluntary medwatch form received stated the patient implantable cardioverter defibrillator (ICD) system was revised due to bacteremia. The new replacement system was implanted. The patient status was unknown, and no additional adverse effects were reported.

Manufacturer narrative:
Correction: d1, d2b and d4 were updated.